Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then began to prepare the wds for insertion. While this was being done it was noted that there was fluid around the laa. A sweep of the pericardium was performed and a pericardial effusion was discovered. The physician performed a pericardiocentesis, but the pericardium continued to drain fluid. The patient was then taken to the operating room and the laa was clipped. It was noted that there was a perforation in the svc of the patient which was treated during surgery.